Event description:
Devices were implanted on 03/29/95. Revision from unipolar to total hip arthroplasty was performed on 04/21/98. The taper trunion of stem prosthesis was noted to be loose and worn at time of revision, due to the standard taper adaptor and integral stem prosthesis not seating properly.